Event description:
It was reported in a research article regarding intravascular ultrasound, optical coherence tomography and the evolution in the field of hybrid intracoronary imaging it was noted that research supporting the role of standalone intracoronary imaging in the clinical practice with various trials including the xience prime stent observed the rate of major adverse cardiovascular events (maces) which include (cardiac death, stent thrombosis, target lesion revascularization and target vessel revascularization) rate was significantly lower in the ivus-guided revascularization group compared to angiography. Postmortem histology studies have documented that hybrid imaging catheters can enable more accurate characterization of plaque morphology than standalone imaging. The use of multimodality imaging may improve outcomes following interventional treatment in challenging clinical scenarios. To determine the role of hybrid intracoronary imaging in guiding revascularization, cardiovascular risk stratification and plaque detection a larger scale of studies are needed. Specific patient information remains unknown. Additional information can be found in the attached article "emerging hybrid intracoronary imaging technologies and their applications in clinical practice and research". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of thrombosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, d6: dates estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, ¿emerging hybrid intracoronary imaging technologies and their applications in clinical practice and research¿.